Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially result in serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.

Event description:
Customer reports that during the morning qa of the device, they sensed an improper field size and reported the anomaly to physics; when the physicist investigated the issue, they noticed the jaw sizes were incorrect. A varian service engineer (fse) who was already on site assisted the physicist with jaw calibration and corrected the issue. The next morning, the jaws were correct during morning checkout, but during a second check of the jaws, shortly afterward, the jaws were out of specification. There were no interlocks to indicate the problem existed. There is no report of injury as a result of this event.